Event description:
It was reported that this lead that was implanted in the left bundle branch was surgically abandoned due to a purse string suture in the pocket that would not allow the lead to fully pass and be removed. A new lead was implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead that was implanted in the left bundle branch was surgically abandoned due to a non-specific product performance allegation. A new lead was implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this lead that was implanted in the left bundle branch was surgically abandoned due to a purse string suture in the pocket that would not allow the lead to fully pass and be removed. A new lead was implanted at the same procedure. No additional adverse patient effects were reported.